Event description:
The information was received via maude event report. It was reported that the arrow multi-lumen cvc kit has changed the suture set to a curved needle from a straight needle. This has resulted in two needle sticks to providers during suturing. The provider is especially vulnerable during emergent situations to sustain a needle stick while suturing due to the technique required to using the curved verses the straight needle. One event was reported on MDR 1036844-2014-00278.

Manufacturer narrative:
(B)(4). The device will not be returned.